Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user experienced a low blood glucose of 60 mg/dl. The user alleged the insulin pump was over delivering insulin due to after the bolus 40 g with 3.6 units insulin then another 35 g with 3.6 units insulin, while in the background was showing max basal being delivered between a span of 2 hours. Customer was treated with foods for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis. The reservoir will not return for the analysis.